Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer lost marker channels and electrograms (egm) was confirmed. It was determined at analysis that the mobile programmer had a loss of connection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the mobile programmer lost marker channels and electrograms (egm) towards the end of an implant procedure, although programming remained operational. Additionally, the threshold test did not decrement automatically and completed by manually decrementing the pacing amplitude. Troubleshooting steps were taken to include manually decrementing the pacing amplitude to complete the test. It was noted that post operatively, interrogation and programming functioned without issue. Performance data from the mobile programmer was received and it was determined at analysis that the mobile programmer had a loss of connection. No patient complications have been reported as a result of this event.